Manufacturer narrative:
D6: implanted date: device was not implanted g5: 510(k): k923607 and k926214 h6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. A guide wire and a piece of separated urethane outer layer was returned as the actual device for evaluation. Visual inspection of the guidewire revealed that the urethane outer layer had been sheared off the wire on approximately 352mm - 912mm from the distal end of the device, where the core wire was exposed. Magnifying inspection of the urethane outer layer-sheared segment revealed shearing of the urethane outer layer had occurred semi circularly, where the core wire was exposed. The shearing had occurred in the distal direction, with the shear cross-section in the smooth state. The distal end of the sheared urethane layer had the configuration which was consistent with that generated when the urethane outer layer was ripped off. The outside diameter was determined on the undamaged segment and confirmed to meet manufacturer specifications. Visual inspection of the separated urethane outer layer revealed the total length was found to be approximately 560mm. This length is equivalent to that of the urethane outer layer-sheared segment on the actual guide wire sample, on approximately 352mm - 912mm from the distal end of the device. From this, it is most likely there is no missing portion of the urethane outer layer. Magnifying inspection of the urethane outer layer revealed a semicircular groove along the total length. The shear cross-section was in the smooth state. Functional testing was conducted. A guidewire sample was inserted into a metal needle sample. The urethane outer layer of the guide wire was let to have contact with the edge of the metal needle. In this state the guide wire was subjected to pulling and pushing manipulations. As the result, the urethane outer layer was sheared off the core wire. Subsequently, after the metal needle was removed, the guide wire sample was combined with a factory-retained catheter sample. When an attempt was made to withdraw the guidewire, the distal end of the sheared segment of the urethane outer layer was exposed to pushing force and separated from the main body of the guide wire. The distal end of the sheared urethane outer layer was in the state as if it had been ripped off with the shear cross-section in the smooth state. The state of the sheared urethane outer layer was observed to be very similar to that of the actual sample. A review of the device history record and the product release decision control sheet of the involved product/lot number combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product/lot# combination. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metal needle used in combination with the actual device. As the result, the urethane outer layer got sheared off the wire. Subsequently, when the involved catheter was inserted and the actual device was withdrawn, resistance was perceived on the urethane outer layer-sheared segment. Further withdrawal of the actual device resulted in the reported separation of the urethane outer layer. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that an cv catheter kit (arrow) was used to place the cv catheter for total parenteral nutrition. As it was difficult to advance the spring guidewire included in the kit into the vessel, the customer changed it out to the actual sample. He advanced it into the vessel and the metal needle was withdrawn. Subsequently he combined the actual device with the cv catheter included in the kit. The cv catheter was inserted and when he attempted to withdraw the actual device, high resistance was felt. He continued to pull the actual device forcefully. Finally, the actual sample was withdrawn with a segment of sheared urethane remaining in the body. The segment was surgically removed. It was reported that the patient recovered from the reported serious injury.